Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077623) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("lots of stabbing pain in the abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium d3 (calcium vit d), centrum silver and levothyroxine. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy to remove the devices). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain and back pain to be related to essure. The reporter commented: injuries (disability/permanent damage, required intervention and other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077623) on 11-jun-2018. The most recent information was received on 02-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("lots of stabbing pain in the abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: I have no female/woman's health care disorders, no endometriosis, no cysts; I have no diagnosed conditions. Concomitant products included calcium d3 (calcium vit d), centrum silver and levothyroxine. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("lower back pain"), abdominal pain lower ("cramping") and micturition urgency ("urgent urination"). The patient was treated with surgery (laparoscopic hysterectomy with vaginal assist). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, abdominal pain lower and micturition urgency had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain and micturition urgency to be related to essure. The reporter commented: injuries (disability/permanent damage, required intervention and other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5077623) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("lots of stabbing pain in the abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: I have no female/woman's health care disorders, no endometriosis, no cysts; I have no diagnosed conditions. Concomitant products included calcium d3 (calcium vit d), centrum silver and levothyroxine. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("lower back pain"), abdominal pain lower ("cramping") and micturition urgency ("urgent urination"). The patient was treated with surgery (laparoscopic hysterectomy with vaginal assist). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, abdominal pain lower and micturition urgency had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain and micturition urgency to be related to essure. The reporter commented: injuries (disability/permanent damage, required intervention and other serious important medical event) were mentioned but not specified and /or assigned to one of the events. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event "cramping, urgent urination" were added. New reporter was added. Outcome was added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.